Manufacturer narrative:
"Double balloon protection during carotid artery stenting for vulnerable carotid stenosis reduces the incidence of new brain lesions" acta balloon (2016) 158:1377¿1386 doi 10.1007/s00701-016-2816-2.

Event description:
Ninety patients who underwent carotid artery stenting were enrolled in a study to assess the outcome and complications of the double balloon protection method for vulnerable carotid stenosis. Guardwire devices were used in both conventional distal protection procedures, and double balloon protection procedures. It is reported that minor stroke was experienced by 4 of the patients. The patients recovered. Guardwire temporary occlusion <(>&<)> aspiration system is indicated for carotid use in (B)(6) but is the same as the guardwire temporary occlusion <(>&<)> aspiration system approved in u.s with coronary indication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.